Manufacturer narrative:
The sample was serum. Qc was within the customer's established ranges pre and post the event. The sample was sent to customer product line support (cpls) and cpls confirmed the existence of the interference elimination protein. The interferent is likely related to alkaline phosphatase which causes reproducible false positive results and the results do not correlate with the clinical status of the patient. Service was not dispatched for this event, since the customer is not questioning the results or instrument's performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reproducible accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer that did not match the patient's clinical picture. The sample was repeated on an alternate method and the results were within the normal reference range. The result was reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.